Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve in valve (vinv) tmvr procedure with a 23 mm sapien 3 ultra valve in a non-edwards valve, the valve 'watermelon seeded' forward and landed too far into the left ventricle during valve deployment. The patient was stable but had to be taken to the or for valve removal and new mitral valve placement.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv moves on balloon was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. As reported, 'the valve watermelon seeded forward and landed too far into the left ventricle during valve deployment'. It was additionally reported, there were no difficulties with valve alignment and the system was not torqued or heavily manipulated. Per the training manual, possible reasons for ventricular embolization include: thv positioned too low (ventricular), anatomical features (i.e. Narrow/calcified stj), or initial inflation too fast during deployment. Without applicable procedural imagery, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.